Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample/reagent and did not generate an error massage. No death or serious injury was associated with this incident.